Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 -13.0/3.5/84 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged for a shorter length and different power lens due to excessive vault and refractive surprise. The exchange resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo12.6 -13.0/3.5/84 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged for a vertically implanted; shorter length and different power lens due to excessive vault and refractive surprise. The exchange resolved the problem. Cause of event reported as unknown. H6- device code: 1494- off label use (age<21) . Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6- type of investigation code; 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).